Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6), 2022, was chosen as the best estimate based on the date the article was published. Blocks d4 and h4: the complainant was unable to report the upn/lot number; therefore, the manufacture date and expiration date are unknown. Block g2: literature source bharwad, a et al. Deep rectal ulceration associated with hydrogel spacer for prostate radiation therapy. Annals of internal medicine clinical cases (2022). Block h6: imdrf patient code e2339 captures the reportable event of ulcer. Imdrf patient code e2330 captures the reportable event of pain.

Event description:
Boston scientific became aware of an event involving a spaceoar device through the article, "deep rectal ulceration associated with hydrogel spacer for prostate radiation therapy" written by aastha vinaykumar bharwad, md. Per the article, an asymptomatic patient underwent transperineal injection of spaceoar hydrogel, before starting radiation treatment. The patient completed radiation treatment, then three months later he presented for a screening colonoscopy. The patient reported mild straining with bowel movements and occasional passage of mucus. The colonoscopy showed a large deep cratered solitary ulcer on the anterior of the rectal wall with firm margins, friability and exudate. Biopsies of the lesion were negative for malignancy. The patient was treated with hydrocortisone and sucralfate enemas, that resulted in worsening pain. The patient received hyperbaric oxygen therapy that responded well. The hydrogel spacer was reported as likely the contributor to the rectal wall. The patient current condition was unknown at the time of this report. No further information has been obtained despite good faith efforts.